Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to humidity invading the light guide (lg) resulting in corrosion occurring by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) section: the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer requested an annual inspection of the evis exera iii duodenovideoscope device. There was no reports of patient, user or procedure involved with this request. The device was returned to olympus for a device evaluation and found the inside of the light guide lens had stained. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device annual inspection as requested. In addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the switch box had a dent, the plug unit was damaged, the scope connector case unit had a dent, the light guide lens had a crack, the connecting tube had a cut, due to the annual inspection some parts needed to be replaced, the adhesive around the objective lens had wear, and there was corrosion around elevator arm.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.